Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("doctor didn't removed all of mine since it was in my uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), coital bleeding ("I do bleed during sex") and complication of device removal ("I had my tubes and coils mostly removed in december"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion, coital bleeding and complication of device removal outcome was unknown. The reporter considered coital bleeding, complication of device removal and device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformities data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("doctor didn't removed all of mine since it was in my uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), coital bleeding ("I do bleed during sex") and complication of device removal ("I had my tubes and coils mostly removed in december"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion, coital bleeding and complication of device removal outcome was unknown. The reporter considered coital bleeding, complication of device removal and device expulsion to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.